Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had a door failure. A field service engineer (fse) logged into the hardware testing application and tested all doors, during which door 3 was observed to double click. The fse removed the column, shut down the station, and replaced latch 3. The cabinets were closed and locked, and the system was tested. The customer then tested the station by inventorying the tower without any issues. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door kept failing and was experiencing hardware issues. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.